Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314vrg implantable cardioverter defibrillator (ICD), (B)(6) 2011; 4195 implantable pacing lead, (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient has experienced "little shocks" around their heart. It was further noted that the reported shocks were not believed to be an implantable cardioverter defibrillator (ICD) shock and there was no pattern. Additional information obtained indicated that the patient currently has an active implantable pulse generator (ipg) and ICD. The patient continues to be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.